Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently, a revision occurred due to pain and elevated metal ions. During the revision, a pseudocapsule was identified, as well as darkening and discoloration of the trunnion. The locking ring was stuck and could not move. The liner was damaged to be removed and a new locking ring was placed. Discoloration and roughening was found within the acetabulum, as well as necrotic bone around the trochanteric region. The head, liner, and locking ring were explanted and replaced with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 10 years and 10 months post implantation due to pain, elevated metal ion levels, and metal related pathology. During the procedure a pseudocapsule with thickening, wear, corrosion, bone loss, and bone necrosis were found. The locking ring was also exchanged as it was noted to be unmovable. There were no known complications and no further details are available at this time.

Manufacturer narrative:
(B)(4). D10: 00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset lot number 62053429. 00801803202 femoral head sterile product do not resterilize 12/14 taper lot number 62113219. 00-6310-050-32 xlpe 10deg poly liner505254x32 lot number 62092206. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01717 0001822565 - 2023 - 00153 0002648920 - 2023 - 00138 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device location is unknown.